Event description:
Within 24 hours of initiating therapy with prialt, the patient was admitted to the emergency room with withdrawal symptoms. The patient was throwing up and experienced diarrhea. The patient believed the withdrawal symptoms were caused by abruptly stopping dilaudid and initiating prialt. The patient was discharged from the hospital 2 days after entering the emergency room.